Event description:
The physician was attempting to deploy the stent at a lesion in the anterior communicating artery. As the stent delivery system was being advanced through the guide catheter. The stent prematurely deployed inside the catheter. The stent was deployed into the "carotid artery third section" as "the physician released the stent by mistake before it was delivered to the target lesion". The physician did not encounter any resistance prior to the reported event, it was reported by that "the stent was mistakenly released by the physician and there was nothing wrong with the device." The procedure was not completed but there were no reported patient complication, and it was stated that the pt was "fine".